Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, the pt developed silent ischemia and in-stent restenosis was discovered. The pt presented with silent ischemia and was referred for cardiac catheterization. The index procedure treated the 3.0 x 18 mm, 60% stenosis of the mid lad (left anterior descending). Treatment consisted of predilation and placement of a 3.0 x 28 mm taxus express2 stent resulting in 0% residual stenosis. The pt was discharged one day post procedure on aspirin and clopidogrel. The pt returned in 2009 and underwent a cardiolite stress test which showed significant reversible ischemia in the "entire anterior wall and anterolateral segment from the base of the apex" and the pt was referred for cardiac catheterization three days later. In-stent restenosis of the mid lad was 60-65% and was treated with cutting balloon angioplasty resulting in 10% residual stenosis. The pt was discharged the next day on aspirin and clopidogrel. The investigator assessed this event as unrelated to the study device; however, the bsc causality assessment is possibly related to the study device.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.